Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and constipation. The cause of the event was unknown. One day after the event onset, the patient visited the hospital and was treated with vancomycin (for 12 days, discontinued) for peritonitis. Thirteen days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information was available.